Event description:
Subsequent to the initial MDR, a correction is required. It was reported that at the time of the report, it had been the patient's third day in the hospital. The inaccuracies occurred the same day the sensor was inserted on (B)(6)2023. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values three days after the sensor was inserted in the abdomen. At around 9:11 am the day of the event, the patient was sent to the hospital by unspecified transportation due to diabetic ketoacidosis. There were no symptoms documented prior to the event. The patient was reportedly unconscious for 36 hours and was unsure of the medical intervention received but may have received insulin and IV fluids. At some point during the event, the bg was 442 mg/dl while the cgm was 193 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was ok. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.